Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and failed, the housing puck was separated with sensor wire from sensor pod. The customer's complaint of a detached introducer needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached introducer needle occurred. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event of a detached introducer needle could not be determined. A root cause cannot be determined.